Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The customer's report was attributed to poor coupling to the patient. The customer reported to zoll that the patient was not prepped during the event and appeared to be hairy. Additionally, the logs were reviewed for the event date and identified advisory messages that indicated poor coupling was a factor. According to the x series operator's guide, excessive body hair or wet, diaphoretic skin can inhibit electrode coupling. Proper patient preparation, including clipping excess hair and drying the skin, is necessary to ensure effective pad adhesion and to minimize the risk of skin burns during defibrillation. The device was certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 65-year-old male patient, the device failed to discharge. Complainant indicated that the clinician shaved the patient's chest hair and obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.